Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a tonsillectomy procedure the pt received a full mucosal thickness burn -1.5 cm length x 4 mm width x 1-1.5 mm depth on the lips from the shaft of the blade. Medical intervention includes prolonged use of analgesics, extra antibiotics, difflam.